Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that rust was noticed on the distal end of the device.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The cutter was visually inspected for damages, and the inner radius of the outer housing has wear. Also, blood and tissue was seen inside of the cutting window. Rust was not seen in or on the cutter. The probable root causes could be blood and tissue was mistaken for rust. (B)(4).

Event description:
It was reported that rust was noticed on the distal end of the device.